Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad was difficult to get to work. The patient stated that the buttons were hard to press and the up and down arrow buttons had an intermittent response. The patient stated that the response issue started one year ago and about two months ago the keypad began to peel. The patient reported noticing some water behind the display screen since the buttons began peeling. The patient reportedly wore the pump in a pocket and cleaned the pump with warm saline and a cue tip. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with moisture in the display screen and the keypad torn over the ok and down arrow buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the pump failed to power on and functionality testing was not possible. The keypad cover was removed for investigation and revealed no damaged or misaligned button contacts; however, there was contamination found under the contacts of all the buttons. A leak test was performed and revealed a leak in the keypad. The pump was opened for investigation and revealed moisture damage to the printed circuit board.